Manufacturer narrative:
The reported complaint that "self-testing remained in progress but never completed" was confirmed during functional testing. The root cause of the reported complaint was the defective I/o printed circuit board, likely due to a defective component. Visual inspection of the thermogard console was performed and found no physical damages. The thermogard system's event log data were reviewed and showed a tcmid:06 error message, unrelated to the reported complaint. The tcmid:06 error did not reproduce during testing at zoll. During initial functional testing, the thermogard console remained in the self-test phase and never completed, confirming the reported complaint. The "check the following screen" indicated that the coolant was not detected although the coolant reservoir was full. Upon inspection, the technician noted that one of the green leds on the coolant level sensor block did not light up. In addition, the zoll service technician could not hear the cooling engine to be operating as intended, unrelated to the reported complaint. The coolant level sensor assembly was replaced with a known-good service part, but the issue persisted. To troubleshoot the problem further, the service technician replaced the I/o pcb, and the issue was resolved. After replacing the I/o board, the original coolant level sensor block was reinstalled in the console, and it functioned as intended. Subsequently, the thermogard system passed the power-on-self-test, and the cooling engine operated normally. Therefore, the root cause of the reported complaint was determined to be the defective I/o board. Also, the zoll service technician concluded that the root cause of the tcmid:06 error in the event log file and the noted cooling engine operational problem were due to a communication issue between the I/o board with the coolant level sensor and cooling engine pic-16 boards. Following service, the thermogard console passed all tests, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for thermogard console with serial number (B)(4).

Event description:
The thermogard xp ivtm system (s/n (B)(4) was utilized to provide ivtm treatment for a patient who was resuscitated from cardiac arrest. The customer powered on the console and selected "pre-cool" and "target temperature" on the system set up screen. The display moved on to the self-test screen, but self-testing remained in progress for more than 30 minutes. The customer stated that no error message was displayed. The catheter had already been inserted into the patient's vein, and the suk had already been unpacked at that time. The console was turned off, unplugged from the power, and plugged back in. The thermogard system was re-started, but the issue persisted as self-testing remained in progress for 15 minutes but never completed. The customer used arctic sun temperature management system to continue the therapy. No consequences or impacts on the patient.